Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 2 years post implant of bard flat mesh, patient was diagnosed with hernia recurrence and adhesions thereby underwent removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jun-2015) is considered to be a best estimate. This emdr represents the bard flat mesh (device #2). An additional supplemental emdr was submitted to represent the bard/davol composix kugel mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6)2010 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of composix kugel mesh (device #1). Per operative notes, ¿lot of omental adhesions to the old synthetic mesh were encountered. Once all the adhesions and the old mesh were removed, another defect was identified. Then a large composix kugel mesh (device #1) was placed into the intraabdominal cavity and tacked.¿ (B)(6)2016 - patient was diagnosed with recurrent ventral hernia and small bowel obstruction thereby underwent open repair with the implant of bard flat mesh (device #2) and removal of composix kugel mesh (device #1). Per operative notes, ¿mesh (device #1) appeared to be eroding into the small bowel was identified. A large piece of intraabdominal composix kugel mesh (device #1) along with the adhesions were removed. Then a bard flat mesh (device #2) was placed and sutured.¿ (B)(6)2018 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with removal of bard flat mesh (device #2). Per operative notes, ¿bard flat mesh (device #2) was encountered both above and below the hernia sac. Once all the adhesions were taken down, bard flat mesh (device #2) was completely removed. Then the hernia defect was located in the subxiphoid, epigastric, umbilical and infraumbilical regions were identified and subsequently closed by reapproximating the rectus muscles in the midline using sutures. A piece of synthetic mesh was placed into the anterior abdominal wall using sutures.¿ attorney alleges that the patient had adhesion, bowel obstruction, hernia recurrence, pain and emotional injuries.